Event description:
It was reported that the pump rebooted without user intervention.

Manufacturer narrative:
The pump was not returned to animas for evaluation. If the pump is returned an evaluation will be conducted and a supplemental report will be filed. The patient used a different battery cap and the issue was resolved with no subsequent self reboot events. The patient did not have the previous battery cap to return to animas for evaluation. No conclusions can be made at this time.